Event description:
A falsely elevated result has been generated for one patient sample with the architect ca 19-9xr assay. The customer reports that one patient generated an architect ca 19-9xr assay result of 192 u/ml. One month ago, this same patient generated a result of 3034 u/ml. No treatment was administered to this patient between the testing of the two samples. Both results had been reported from the lab. The customer believes that the result of 3034 u/ml is falsely elevated. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the u.s., list number 02k91-27. (B)(6).

Manufacturer narrative:
Accuracy testing was completed to evaluate the assay performance of lot 10727m500 . The testing met acceptance criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the customer's current issue. The current evaluation results show that there is no product issue. The architect ca 19-9xr reagents are performing as intended with no additional product concerns identified. There is not enough information to reasonably suggest a malfunction as the customer did not perform any troubleshooting when the elevated value was generated. The initial value decreased from 3034 u/ml to 192 u/ml after one month without any treatment. Accuracy testing showed that the assay can accurately detect known concentrations of the ca 19-9 analyte.